Manufacturer narrative:
Continuation of d10: product ID 97745ac serial# unknown product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745ac lot# serial# unknown implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745ac, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that they went to charge their implanted neurostimulator yesterday and the controller was dead. Patient stated they could not get the controller to turn on at all and it was fully unresponsive. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed that the controller did not turn on, and when the battery pack was reinserted, there was no green flashing or solid light. Patient did state that there was a green light on the ac power supply cord. Agent had patient change outlets, and when patient plugged the ac power supply in, the light on the cord was flashing on and off green. Patient stated they had attempted to insert aa batteries into the controller, and the controller did turn on. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the ac power supply. Patients back battery cover not fitting over their li battery pack. Agent sent email to repair to order correct battery covering. Patient mentioned that they hadn't used their stimulator in a while because they were not in pain any longer, butrecently their back was bothering them again. Upon further review, agent called patient back to clarify event date as to when patients pain returned in their back, and patient stated the pain returned yesterday on the 7th. Therefor, they attempted to use their controller and encountered reason for call, which was the unresponsive controller. Patient provided new information that they were receiving shots in their back for their pain, and that eliminated the pain so they did not need to use their stimulator for several months. However, yesterday the pain started to return as the relief from the shots did not last